Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly after being submerged in water for 1 hour. The customer's blood glucose level was 170mg/dl. The customer connected the pump to a power source to charge for several hours, but the pump did not turn on. Reportedly the customer had manual injections as alternate insulin therapy.